Event description:
It was reported that a pt on a clinical study had their pump replaced due to it "being on a list" for possible propellant problems. It was noted that there was no pt injury associated with the event. Lioresal was administered via the pump intrathecally. The concentration and dose rate were not reported. The pt had recovered without sequela following the replacement surgery.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.